Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a speaker malfunction on the mx40. It is unclear whether the device was being used on or off the network. There was no report of a patient injury or harm.

Manufacturer narrative:
The cause of the reported issue is unknown, however, it will be considered a malfunction of the audio speaker. The device was not returned for further evaluation. The customer was sent a replacement device to resolve the issue.